Event description:
It was reported that during a knee arthroscopy the device tore. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint is confirmed. Upon visual evaluation, it was noted no problems with the blue suture, the suture tape was damaged and torn off. White/black suture was not returned. Eco-37907 was opened to address the issue. Per the surgical technique, the sutures should be tensioned perpendicular to the button face. The sutures will break when pulled against the edge of the hole in the button (not perpendicular). Eco-37907 was implemented to improve the design of the button to reduce these failures due to misuse.